Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was alleged that the battery compartment was damaged and there was moisture in it. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2017 with the following findings: it was observed that there are two cracks in the battery compartment; one at the threads to the left of the bumper and another at the threads above the bumper. Cracks were also noted between the case seal and keypad cover. Evidence of moisture was also observed behind the display and in the battery compartment. A leak test was performed on the device; it was observed that the pump was leaking due the batter compartment leak. The pump was opened and evidence of extensive moisture infiltration was visible. The pump would no power on due to the moisture ingress. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.